Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced a loss of consciousness was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 34 mg/dl and intravenous glucose was administered for the diagnosis of hypoglycemia. No further treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.